Event description:
The pt was revised because of disassociation. The pt stated he was leaning over in an awkward position and heard an audible pop in hip and was unable to ambulate afterwards. The surgeon found the liner flipped 45 degrees.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.